Event description:
It was reported that the lead was attempted to be implanted but the helix had stretched out while attempting to retract the helix. Another lead was requested. No adverse patient effects were reported.

Event description:
It was reported that the lead was attempted to be implanted but had an unknown product issue that prevented the lead from being successfully implanted. A non-boston scientific lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes

Event description:
It was reported that the lead was attempted to be implanted but the helix had stretched out while attempting to retract the helix. Another lead was requested. No adverse patient effects were reported.